Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a pre-existing non-medtronic surgical valve, the valve was recaptured once and deployed successfully on the second deployment. A gradient of 16 mm hg was noted and a balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Upon dilation, the balloon dislodged the valve above the surgical valve. Subsequently, the first valve was snared and a second valve was implanted through the first valve uneventfully. No additional adverse patient effects were reported.